Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier had failed. A technical support specialist (tss) confirmed that of three devices reviewed, only one bio ID timeout occurred post upgrade; all other events were identified as fingerprint spoofing. Tss remoted into stations h5fl and h3fl2 and confirmed the software image (m5 111 w10 24) already contained fixes documented in the knowledge article. Most errors observed were lumidigm timeouts. The case was added to (B)(4) and remained pending a hotfix release. Until the hotfix became available, the knowledge article- " bio ID failure after upgrade - reboot fixes temporarily" guidance to reboot affected devices remained the recommended workaround. Customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es after the 1.11 station upgrade, the device biometric identifier displayed an error message reading ¿spoof¿ when the user attempted fingerprint authentication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.